Event description:
It was reported patient presented to clinic after receiving a vibratory alert for increased high voltage lead impedance. Reprogramming was done and lead remains implanted. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.